Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the cause of the issue was unknown. The patient was sent new equipment for recharging. It was unknown if the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that she recently had a hysterectomy a little over a week ago, and now she noticed that her ins had moved and that it was harder to charge since her ins wasn¿t in the location that it was before. The patient also reported that she had been having a problem with charging for the last couple of days. The patient reported that she went to charge on the night prior to the report, and noticed it felt like the ins was moving around and didn¿t seem to be in the same spot. A manufacturer¿s representative (rep) later reported that it was taking longer and longer to charge. The rep reported that one day from the diary ((B)(6) 2020) that it took over 1.5 hours to charge from 20% to 80% and coupling showed excellent. The rep reported that one day that it charged to 40% and just remained there for 2 hours and wouldn¿t move past. No further complications were reported.